Event description:
It was reported that the user experienced insulin leaking from the back of the ilet during several supply changes. The user subsequently transitioned to subcutaneous insulin administration by pen and later resumed automated insulin delivery with guidance. The event involved high blood glucose for approximately two to three hours, and the device displayed high glucose alerts. Symptoms consistent with hyperglycemia were reported. The issue was associated with connecting the tubing to the cartridge before inserting the cartridge into the pump, with the plunger component implicated by context. Outcomes included no reported health consequences or lasting impact. An investigation was conducted that included communication with the user and analysis of the information provided. Review of the available information indicated no evidence of device malfunction. A usage problem was identified, and the medical device problem was determined to be improper or incorrect procedure related to the plunger interface during cartridge setup. Based on previously established findings for similar reports, it was concluded that the cause was failure to follow instructions and an unintended use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.